Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. The lot number of the product is unknown; therefore the device history records, complaint history could not be reviewed. It could not be confirmed if the device was used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. Attempts were made to obtain additional information. The revision was conducted due to the femoral component loosening. No further details were made available. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the 411 group that a patient underwent left total knee arthroplasty on an unknown date. Subsequently the patient underwent total revision procedure on (B)(6) 2018 due to pain and femoral loosening. Unk monoblock tibial component is the only tmt design controlled part.